Event description:
A customer in (B)(6) notified biomérieux of a misidentification of exophiala xenobiotica as microsporum gypseum in association with the vitek® ms (ref 410895). An unspecified alternative method for identification testing obtained the expected identification of exophiala xenobiotica. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in martinique regarding a misidentification of exophiala xenobiotica as microsporum gypseum while using the vitek® ms (ref 410895). An internal biomerieux investigation was performed. Fine tuning performed before the identifications issues did conform and all mandatory acceptance criteria were achieved. Review of the calibrator mzml files indicated that no fine tuning was needed. The customer¿s spot preparation quality was not optimal because the calibrator and sample ¿all peaks¿ values were heterogeneous. The customer expected the identification to be exophiala xenobiotica. This is present in the vitek ms kb v3.0. There was a high variation of the sample ¿all peaks¿ number between the misidentification result and no identification results. This could be explained by a non-optimal spot preparation of the sample strain. Results obtained by reprocessing the customer data with support tool (spectra identifier) to remove the small peaks from the sample spectra, obtained a not enough peaks for the misid result. The number of peaks was very low. These results could be explained by the presence of an important level of interfering peaks and confirmed that the spot preparation of this sample strain was not optimal. The outcome for the other results was no ID. As the vitek ms system was operational during the test, the no ID result seemed to be a correct identification result. The analysis of the presumptive identification given by the customer exophiala xenobiotica could be questioned and should be confirmed by a reference method. The root cause has been determined to be linked to non-optimal spot preparation.